Event description:
It was reported that during biomed testing the device was found to have no ventricular output. The device was sent in for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis confirmed the customer comment regarding the main pc board being out of specification. It was also noted that the upper case was broken and the lower case was contaminated. Also, the ring cover was contaminated and two side bail covers are broken. Also the ring is bent.